Event description:
The pt stated that she received and 02 (low motor battery) on her infusion device. She stated that she changed the battery and continued to get the 02. The pt did not have any other batteries. She stated that her blood glucose elevated from 13 mmoi/l (234 mg/dl) at 5 am to 30 mmoi/l (540 mg/dl) at 11 am and she was vomiting. She stated that she gave herself an insulin injection of 10 units and her blood glucose decreased to 18 mmoi/l (324 mg/dl). Through troubleshooting, the pt was able to briefly clear the error, but it recurred after approximately 5 minutes. The pt does not have a functional backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement batteries were sent to the pt. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.